Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to dislocation. This patient had his hip revised sometime ago by the surgeon. The patient has a 7 high summit stem, a 62mm pinnacle cup , a constrained liner, and a 40mm +12 hip ball. The cat # and lot # for the stem, pinnacle cup, and constrained liner are unknown. The date of the revision is unknown. The patient had dislocated and surgeon did an open reduction where the 40mm +12 hip ball and constrained liner were explanted and replaced with a new femoral head and constrained liner and the hip was reduced. Doi: unknown dor: (B)(6) 2023 affected side: left hip

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.